Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging once inserting strip in meter while powered on. Screen stayed on setting mode and did not go 2 test mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.